Manufacturer narrative:
Other relevant devices are: etlw1613c93e, serial no. (B)(4), use by date: 04-mar-2017; upn: (B)(4); etlw1610c93e, serial no. (B)(4); use by date: 12-mar-2017; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm in diameter abdominal aortic aneurysm. It was reported that a follow up CT performed approximately 29 months post implant revealed that there was either a proximal type I endoleak or a type ii endoleak. In addition, it was noted that the abdominal aortic aneurysm had grown from 61mm to 66mm in diameter. The physician stated that the cause of the unknown endoleak cannot be determined. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Film review summary the exact cause of the aaa enlargement could not be determined from the films provided. CT¿s returned from 2 years post-implant appeared to show good proximal and distal seals. Two localized areas of contrast were seen outside the stent graft near the top of the sac, beginning just above the level of the flow divider and extending along the outside of both limbs and into the distal sac. The contrast was observed between the posterior/left aortic wall and bifurcate aortic body above the ipsilateral limb, and also on the right/posterior aaa near the flow divider. Potential lumbar arteries were seen near the area of contrast which may have been the source of a type ii endoleak. Additionally, angiograms from a recent study showing interrogation of the endoleak also could not clearly determine the source. Although a proximal type I endoleak cannot be ruled out, there appeared to be adequate proximal seal length(~35mm) along the essentially straight aortic body. It is also possible that the contrast source was from a type iii fabric endoleak; calcification was seen at the top of the aaa sac just above the level of the flow divider which may have contributed to an abrasion related endoleak. If information is provided in the future, a supplemental report will be issued.